Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window, missing end cap sticker and reservoir tube lip o-ring. The insulin pump was received with partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer the reservoir connection is broken. It was also reported that the insulin pump is missing the dome label. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.